Manufacturer narrative:
The technician replaced the bed exit assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed exit is inoperable. No injury reported.